Manufacturer narrative:
Alleged failure: would shut off over time. Confirmed failure: mainboard failure due to esd, physical damage, contact spring missing. Repair: replace display/front board assembly, replace display/front board assembly, replace contact esst spring. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, hf/rf interference, cybersecurity attack. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that light source would shut off over time. There was loss of light for 30 seconds until manual restarting of unit. Happened again then swapped units. Procedure completed using another device. They had to swap out the unit causing 2 mins delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that light source would shut off over time. There was loss of light for 30 seconds until manual restarting of unit. Happened again then swapped units. Procedure completed using another device. They had to swap out the unit causing 2 mins delay.